Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylette. The lesion in the proximal lad was pre-dilated with one 2.00x15mm sc euphora and one 2.50 x 15mm nc euphora balloon, the lesion in the proximal lad-lm was predilated with a 3.00 x 15mm nc euphora balloon. There were no issues noted for the three pre-dilation balloons used. A concentration of 1:2 of contrast/saline was used. There was no issues with resolute integrity deployed in the lad-lm. The 3.00 x 15mm nc euphora pre-dilation balloon was also used for post dilation with no issues noted. The 2.75 x 15mm nc euphora balloon failed to deflate. The event occurred in the lad. The device was not moved or repositioned while inflated. Intervention was attempted to remove the balloon when it stuck, attempts were made to try to deflate and pull out the balloon 3-4 times out of position from the lad to the lm while the balloon was still inflated. When it was stuck at the left main the decision was made to pull the balloon and non medtroni c guide catheter out together. There were no issues noted with the proximal optimization technique (pot) nc sprinter balloon. There was no injury to the patient as a result of the event. Initial reporter phone number provided. Image analysis: two photos were received from the account. The first photo appears to show the leur of an nc euphora 2.75x15 which matches the size of the complaint device. The second image appears to show an inflated balloon of an nc euphora device. The complaint cannot be confirmed from the images provided. Cine image analysis: image depicts post-dilation of a deployed stent. Image does not capture the reported deflation difficulties or removal difficulties. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one 2.75x15mm nc euphora balloon catheter to treat a moderately tortuous, moderately calcified lesion with 95% stenosis in the proximal left main (lm) coronary artery/left anterior descending (lad) artery /circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed with no issues noted. The lesion was pre-dilated with one sc euphora and two nc euphora balloons. The device passed through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that balloon catheter deflation difficulties were encountered following the first inflation. One resolute integrity drug eluting stent and one non-medtronic stent were deployed. A 2.75x15mm nc euphora balloon was being used to post dilate the last lesion. It was detailed that there were difficulties removing the nc euphora balloon following inflation at 12atm and the device would not deflate at the lesion site. The balloon was inflated and attempts were made to deflate but failed. Intervention was attempted to remove the balloon while inflating and pullback 3-4 times until the balloon was removed. Proximal optimization technique (pot) was done using a nc sprinter at 18atm. The patient is alive with no further injury.

Manufacturer narrative:
Product analysis summary: the device was returned to medtronic for analysis. A kink was evident on the hypo-tube. The balloon was inflated on device return. Contrast was not visible in the balloon. The inner member was necked proximal to the proximal marker band. It was not possible to preform deflation testing due to the condition of the inner member. Deformation was evident to the distal tip. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.